Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, generator interface board, and power supply were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed communication failure and control panel error messages at boot up. The system would have to be rebooted to regain functionality. There is no report of patient injury associated with this event.